Manufacturer narrative:
This report is submitted on 02 apr 2021.

Manufacturer narrative:
This report is submitted on february 8, 2021.

Event description:
Per the clinic, the patient developed a skin infection and extrusion of the receiver/stimulator. The device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
It was reported that the patient was treated with oral and IV antibiotics. This report is submitted on 10 march 2021.